Manufacturer narrative:
(B)(6). The UDI number populated in the corresponding field consists of the gtin and the provided supplier lot (8670). Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing date: april 5, 2006 - manufacturing site: (B)(4). Mediflex manufactured the flex arm and synthes lot numbers 5214244, 5232427, and 5311931 (all with supplier lot 8670). The lots were inspected to the synthes incoming final inspection sheet. A material record report (mrr) was generated for 21 pieces of the 50 inspected on lot 5232427 for undersized quick connect and debris in the quick connect. The 21 pieces were returned to the supplier for rework, then returned to synthes as lot 5311931. The mrr was closed. A non-conformance report (ncr) was generated for rust on parts discovered with stock eval 1339. One piece from lot 5214244 and one piece from lot 5232427 were scrapped. The additional pieces were reworked to the drawing and passivation instructions and closed. Relevance to the complaint condition cannot be determined until the product is returned for investigation. Review of the device history record(s) showed that there are potential issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the flex arm of the proaccess support system broke near the tightening knob during an l3-l4 microdiscectomy on (B)(6) 2015. The surgeon was able to use the second flex arm in the set to successfully complete the procedure. All parts of the instrument were accounted for with no parts remaining in the patient. The procedure was completed with a four (4) minute delay, but no reported harm to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that after reviewing synthes complaint: (B)(4) on part 03.612.010 it was observed that the flexarm had experienced a component failure for the cable. The proximal threaded end of the cable had become disengaged from the stranded portion of the cable. The product was manufactured more than 5 years ago and had clearly been used multiple times in that period. There was no evidence that the device was manufactured incorrectly. No function tests could be performed and there were no obvious signs of abuse of the product. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. There is not enough information to implement any further actions. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. There is not enough information to implement any further actions. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.